Event description:
It was stated that back in (B)(6) 2012 when the pump went dry and patient went through withdrawal. Per one reporter patient had symptoms of nausea, loss of appetite and increased back pain, per the healthcare provider these were not the symptoms. The pump was refilled at the time and had been refilled a couple of times since then and the patient did fine with therapy. Drug delivered via the device at the time of this event was not known.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).